Event description:
It was reported that the reamers are blunt.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Visual evaluation of the returned instrument was able to confirm the complaint. Cutting surface is dull to the touch, is not as sharp as first use condition. Rust was also identified on various locations throughout the piece. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.